Event description:
Related manufacturer reference number: 3006705815-2021-05673. It was reported that the patient's leads migrated after the patient bumped their battery pocket multiple times and experienced ineffective stimulation. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.